Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call and during a troubleshooting for sensor glucose versus blood glucose troubleshooting, that they experienced a high blood glucose of 400mg/dl. There was no troubleshooting for the high reading. The product will not be returned for analysis.